Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was cracked, and user informed when pulling medication latch clicks and failed occasionally. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main full height drawer failed. The field service engineer (fse) replaced the cracked plexiglass and performed functional checks to ensure proper operation. The system functioned as intended after the field service engineer resolved the issue.